Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013, she had intermittent alerts with the device. The alerts were tested with dexcom technical support and they were functioning properly. The patient reported that medical intervention was not required. At the time of the call to dexcom technical support, the patient reported being in fine condition.